Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and the lead appeared damaged at implant. Visual analysis noted that the gray stylet was bent at various locations which could have contributed to the doctor feeling something was wrong with the stylet operability.

Event description:
It was reported that during implant of the lead the physician felt there was something wrong with the stylet operability. Another stylet was used with the same results. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.